Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on a stored egm (electrograms). It was also noted that the patient worked with power tools so electromagnetic interference was frequently oversensed by the device. Programming changes were discussed. No intervention was reported. The patient condition was unknown.